Manufacturer narrative:
A service report completed on 12/16/2014 indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. The customer stated the pt with the hematoma was a (B)(6) female who was hospitalized after the lithotripsy procedure for an internal hematoma. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. (B)(4).

Event description:
Pt hematoma was reported.